Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device had incorrect volume delivered in continuous mode requires calibration¿ was not confirmed or duplicated/replicated. No faults could be found and the pump passed functional and accuracy testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had incorrect volume delivered in continuous mode requires calibration. There was no reported patient involvement.